Manufacturer narrative:
The investigation reviewed the last calibration performed on 14-jun-2024 and 21-jun-2024. The calibration results were comparable, with signals being lower than expected. The calibration did not influence the event. The investigation reviewed the qc data and found no issues. Based on the information provided, based on the information provided, a general reagent problem is unlikely and no product issue was found. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys vitamin d total iii results from one patient sample tested on the cobas e411 disk. The initial result was not reported outside of the laboratory. The initial result of the undiluted patient sample was 120.0 ng/ml with a data flag. The repeat result with the patient sample manually diluted 3 times was 120.0 ng/ml with a data flag. The repeat result with the patient sample manually diluted 10 times was 3.30 ng/ml with a final dilution result of 33 ng/ml. The repeat result with the patient sample at an unknown dilution was 7.48 ng/ml. The repeat result with the patient sample manually diluted 5 times was a final dilution result of 37.4 ng/ml. This result was reported.

Manufacturer narrative:
The serial number of the cobas e411 disk is (B)(6).